Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment on event date (B)(6) 2022. Unit passed the self-test. Unable to perform the displacement test, rewind test, basic occlusion test, force sensor test and occlusion test due to prime anomaly. Unit failed to pass the seating/priming due to prime anomaly. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. Found no alarms/alerts on event date in history files and traces. Pump was cut to perform visual inspection found moisture damage on the force sensor. Motor was tested outside of unit and it passed. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, broken belt clip rails, cracked case (battery tube), stained serial label. Prime anomaly is confirmed due to moisture damage to force sensor. Cosmetic damage is confirmed at the battery compartment. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.